Manufacturer narrative:
Product event summary:the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage. A distal portion was received measuring 40 cm.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to high impedance from a possible fracture. It was also reported that the right ventricular (rv) lead was removed and replaced due to no capture and high impedance from a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-53, lead, implanted: (B)(6) 2003. (B)(4).